Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.5 y. The acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg insert 40mm was reported. The event was not confirmed. A photo provided for analysis of the trident 0 deg insert 40mm showed an inner and outer smooth surface of the insert. No apparent damage can be noted from photo. No further analysis can be obtained from the photo provided. Device history indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.5 y. The acetabular liner, femoral head and femoral stem components were revised. No ucla scores were provided for this patient. Medical records and x-rays were not provided to stryker for review due to our institutional irb and hipaa regulations.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 40mm/+12; cat# 6260-9-440; lot# mhnv8d. Accolade c cs 132 nk; cat# 6058-0435d; lot# mkdt1n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.